Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed suggest that this event was attributed to user misuse.

Event description:
The screw inserter wrench broke at the tip when force was applied to remove the implant. The surgeon's attempt to use needle nose pliers to remove the lag screw failed. The lag screw was cut off at the lateral bone and part was left in the pt. This event did not result in any adverse consequence to the pt.